Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor debris under the light guide cover glass, missing screws on the video connector, no image, and light transmission failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor debris under the light guide cover glass, missing screws on the video connector, no image, and light transmission failure. There was no patient involvement.